Event description:
The rep reported the pt being treated with occipital stimulation experienced burning at the lead site with the stimulator turned on. The burning started following an rf procedure in the cervical area in 2006. Impedance readings were greater than 4000 ohms; x-rays were negative for any obvious issue. A device revision was under consideration due to open circuits in the sys.